Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, successfully resolving the issue, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.